Event description:
A malfunction was reported with code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support on how to reset the pump, which resolved the malfunction. The customer was advised to continue using the pump and to reach out if the issue recurred.